Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event reported as: following bladder surgery, the balloon deflated and fell out of the pt approx six hours after insertion. No pt injury.